Event description:
It was reported that during a lap. Uterus ectirpatie, at a certain moment, the teflon pad fell apart. And then the device refused to seal/cut. A new device was used. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: w7026u. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad damaged, melted, and 100% present. However, the pas was not detached as reported by the customer. The blade tip was damaged. During functional testing on gen11, an alert screen was displayed. Probably the device stopped activating and displayed an alert because the knife is damaged. The device was disassembled to inspect the internal components and no anomalies was found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them, subsequent activations would completely wear and melt the tissue pad until the blade tip makes contact with the clamp arm. Avoid activating the blade without tissue between the blade and tissue pad to prevent this type of damage. A manufacturing record evaluation was performed for the finished device lot/batch w7026u, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.